Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 300cc breast implant was found to have a tear on the anterior view, measuring approximately 0.8 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with a 300cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on the right side, and with catalog number 3503501bc; serial number (B)(4) on the left side on (B)(6) 2021. On (B)(6) 2021, the mentor failure analysis lab received two devices for evaluation. It cannot be determined which device is the suspect medical device for the reported deflation. Since the two received products have the same lot number, and both devices were found damaged per analysis findings, both findings are being reported. This medwatch report is for the patient¿s left-sided device.